Event description:
It was reported by claimants' daughter, as a result of a legal claim, that allegedly patient was implanted with an unknown stryker hip on the left side in 2008 dr. R. The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) , 2014

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.